Event description:
It was reported that when the device was interrogated, several alerts were found. The alert reported a possible failure of the output circuitry, and high voltage lead impedance was out of range. The ICD was explanted; however, the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.